Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device was unable to calibrate with the stylus touch-pen. The bezel overlay assembly was replaced and calibrated with the stylus. The software was also reloaded, and the device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the programmer was unable to calibrate, even after attempting with a new stylus touch-pen. The programmer has been returned for repair. No patient complications have been reported as a result of this event.